Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2018 and a barbed suture was used. During the procedure, while suturing deep dermis tissue, in a continuous barb closure, the needle broke, three quarters of the way up the needle from the suture strand. The needle tip was retrieved and saved, along with the remaining needle and suture. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
Pc-000201810 date sent to the FDA: 08/13/2018 additional information: additional summary: a failed suture needle was returned for evaluation. Upon evaluation, a fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure.